Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was unknown at the time of incident. Customer also states that act button sticks and there was crack on screen. Customer declines to troubleshoot. The device will not be returned for analysis.